Event description:
It was reported that while in the angiographic room, intra-aortic balloon (iab) was inserted. The pt was moved to the intensive care unit and at that time "blood leakage was observed at the juncture of the pressure tubing with stopcock." As a result, the pressure tubing was removed. There was no reported pt injury or complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.